Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored false atrial fibrillation episodes due to oversensing of non-physiologic noise. The device sensing vector at the time was programmed to the secondary vector. During testing, the noise was railing in the secondary and alternate sensing vectors. The primary vector was good. Technical services reviewed and discussed the electrograms. Later, the electrode was explanted and replaced onto the chronic pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body. Resistance testing found the electrode was not electrically continuous. The sense a cable resistance measured as an electrical open. An x-ray confirmed the sense a cable was fractured. A fracture was observed at approximately 50, 53, and 56mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the system stored false atrial fibrillation episodes due to oversensing of non-physiologic noise. The device sensing vector at the time was programmed to the secondary vector. During testing, the noise was railing in the secondary and alternate sensing vectors. The primary vector was good. Technical services reviewed and discussed the electrograms. Later, the electrode was explanted and replaced onto the chronic pulse generator. There were no additional adverse patient effects.